Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Caller was instructed to remove the cartridge from the pump and inspect the o-ring, but the issue was resolved prior to contacting technical support. Caller successfully completed the load process and resumed insulin delivery.